Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
(B)(6) registry: it was reported that old myocardial infarction occurred. In (B)(6) 2019, the subject was referred for cardiac catheterization. The target lesion was located in the left main coronary artery (lmca) extending up to proximal left anterior descending artery (lad) with 70% stenosis and was 15 mm long, with a reference vessel diameter of 4.0 mm. The target lesion was treated with pre-dilatation and followed by the placement of 4.00 mm x 20 mm promus premier stent system. Following post dilatation, the residual stenosis was noted to be 0%. Five days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2022, the subject was presented with symptoms of ischemia and was hospitalized for further evaluation and treatment. The subject was diagnosed with old myocardial infarction and revascularization was recommended to treat the event. Four days later, the subject was referred for coronary angiography which revealed 70% stenosis noted in proximal lad which had previously placed study device was treated with percutaneous coronary intervention. Post intervention, the residual stenosis was noted to be unknown %. Medication was given to treat the event. Three days later, the event was considered to be recovered/resolved, and the subject was discharged from the hospital.